Manufacturer narrative:
Extension model 3708140 lot# njb080680v implanted: (B)(6) 2011 explanted: unk extension model 3708140 lot# njb080748v implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that two extensions were implanted on (B)(6) 2011.

Event description:
It was reported that the location of the patient's implantable neurostimulator was uncomfortable and the patient had difficulty reaching the back when programming and charging. The device was surgically repositioned on (B)(6) 2011. The patient resolved without sequelae.